Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in the appearance of the device. The actual device was fixed with glutaraldehyde solution. Visual inspection found the formation of thrombus on the back side, inside the oxygenator module. There were no anomalies in the state of the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. Red thrombus was found to have formed inside of the fiber layers. The outer cylinder was removed, visual and magnifying inspections were conducted on the inside of the heat exchanger module. Red and white thromboses were found to have formed occluding the blood pathway. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, it is likely that cold agglutination occurred around the heat exchanger module and red blood corpuscles agglutinated. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported pressure increase in the capiox rx05 device. Follow up communication with the user facility confirmed the following information: a fontan operation was conducted with the capiox rx05 device; during the operation, blood pressure in the oxygenator inlet increased; the pressure seemed to be increasing continuously; it was decided to replace the oxygenator with a new one; after replacement, the operation was completed; and there was no harm to the patient.